Event description:
The account alleged that when they shake the bed hard with brakes set the brake will pup out of brake position. No injuries reported.

Manufacturer narrative:
The account found the brake detent had broken into several pieces. The account replaced the brake detent to resolve the issue.